Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) triggered a code 1005 indicative of an open circuit condition during shock delivery, due to a high out of range shock impedance measurement greater than 145 ohms. The patient was admitted due to an acute abdomen. It was noted that the patient required three shocks in order to successfully convert the ventricular rhythm. It was subsequently noted that this crt-d recorded a shock impedance measurement of zero ohms, since the patient was connected to a lot of monitoring equipment, technical services (ts) discussed that it is often related to electromagnetic interference (emi). Ts discussed possible troubleshooting options and right ventricular (rv) lead revision. Subsequently, it was confirmed that the cause for the zero ohms shock impedance measurement was emi from an external equipment. The acute abdomen was confirmed a patient condition and not related to this device operation. This crt-d remains in service. No additional adverse patient effects were reported.